Event description:
On 28-jun-2010, stryker biotech received follow up regarding adverse events reported in the literature article: a prospective, randomized, controlled, multicenter study of osteogenic protein-1 in instrumented posterolateral fusions by delawi et al, spine, 2010, vol 35, no. 12, 1185-1191. The article mentions adverse events in patients who received osigraft in conjunction with pedicle screw instrumentation and autograft as part of study to treat degenerative and isthmic spondylolisthesis. The follow up provided limited details on three patients who had not previously been reported to stryker biotech. This complaint will capture the details of one of the patients (demographics unknown), who experienced pneumonia following an unspecified surgery which involved the use of osigraft. The adverse event required intervention (treatment with antibiotics nos) and hospitalization. See reports 1224732-2010-00014 and 1224732-2010-00022 for details of the other two patients. Additional information will be requested.